Event description:
It was reported to covidien on 11/12/2009, that a customer had an issue with an unk umbilical catheter. The customer reported a leak developed in the catheter after pinching it to prevent back flow from the arterial line.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.